Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was exhibiting early battery depletion. The ICD has been implanted less than 2 years. Egrams show some oversensing. The patient also has a pacemaker implanted. The physician elected to explant the device.